Manufacturer narrative:
The investigation was started. A follow up report will be send as soon as the investigation is completed.

Event description:
It was reported that, when moving patient from theatre to ICU, the ventilator alarmed for pressure sensor faulty such that the unit stopped ventilating after a trivial volume of gas had been delivered. No injury reported.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The affected oxylog 3000plus was made available for the investigation. The logfile analysis showed several entries of "paw measurement inop" (measurement of airway pressure is inop) on (B)(6) 2018. However it was not possible to reproduce the described failure during an endurance test of the device in the laboratory at (B)(4). Therefore the failure is considered to be isolated. In case of a technical problem, the device alarms visually and acoustically. In case the ventilation stops, an alternative independent ventilation device has to be used instantly, as described in the IFU. As a precautionary measure the sensor pcb should be replaced. The device behaved according to specification by generating an alarm to inform the user about the given situation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.